Event description:
Pt was implanted with matrix construct from l4 to s1 on (B)(6) 2012. Pt returned to surgeon on unk date experiencing back symptoms that had resolved in the early post op period. Pt experienced back symptoms again on an unk date, x-rays showed a polyaxial head at s1, right side was not seated correctly. Pt was returned to operating room on an unk date with surgeon discovering all screws were loose. Surgeon removed the screws, locking caps, heads and rods. Surgeon also found a previous tlif at l5 - s1 had migrated. Surgeon pushed the tlif back, and added a new interbody at l4 - l5, and added a transconnector at l4 - l5. No hardware of the tlif was removed. This is 13 of 21 reports.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Lot number identified; review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was conducted. The screw was received with minimal discoloration around the neck. Missing are any visual characteristics or any indications of wear on the spherical outer diameter which would be normal for a loose product. All described nonconformities are post manufacturing. The spherical outer diameter is unobtainable because the dimensional measurement is after anodize, but prior to bead blast.

Manufacturer narrative:
Product classification code provided. Subsequent product codes: mnh, mni, kwq, kwp. Part received at manufacturer (B)(4) 2012.